Event description:
It was reported that prior to implant, the device was interrogated and several alerts showing the device reached eri in (B)(6) 2014 were observed. Device was not implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a premature eri alert was confirmed in the laboratory via review of device image. The device was tested on the bench and an anomalous connection between a capacitor and the hybrid was noted. The field event was caused by an anomalous connection between a capacitor and the hybrid.